Event description:
It was reported that customer received a no delivery alarm while attempting a bolus shot. Customer's blood glucose was over 500 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer declined troubleshooting. No further information provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.